Event description:
It was reported to physio-control that the customer had used their device on a male patient in cardiac arrest. An analysis of the patient's rhythm was made several times, each time resulting in a 'no shock advice'. The patient then went into ventricular fibrillation and the device advised and delivered a defibrillation shock. The patient had a physical response to the shock. Immediately after the shock, a strong smell of burning was noticed. The defibrillation pads were checked and confirmed to be placed correctly; there were no burn marks on the patient. The pads reportedly didn't register the patient's rhythm anymore after this. A backup device was then used to continue treatment. The witnessing nurse stated that the few seconds delay in treatment did not affect the patient¿s outcome. The patient expired.

Manufacturer narrative:
The device was further evaluated but the reported issue could not be verified. Proper device operation was observed through functional and performance testing. Following evaluation, the device was returned to the customer for use. The downloaded electronic patient records were reviewed by a clinical specialist and it was observed that effective defibrillation had been provided. The electrodes that were used during the reported event, were discarded by the customer after the event. The electrodes were therefore not available to us for further evaluation. A cause of the reported issue could not be determined.

Manufacturer narrative:
Physio-control evaluated the device but could not duplicate the reported issue. From the downloaded electronic patient record it was observed that the device had given a 'connect electrodes' message. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.